Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient had a significant decline in cardiac function and extra corporeal membrane oxygenation was added. The next day, an echocardiogram showed no aortic valve opening, so impella cp was inserted. After cp was added airway bleeding was observed and disseminated intravascular coagulation (dic) occurred, so bleeding control was poor, and output could not be maintained. A blood transfusion was administered but the patient expired of multiple organ failure. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Clinical information provided mentions that there was bleeding but the relationship to impella is unknown. Therefore, the root cause of the vascular damage issue was not determined since product was not returned.